Event description:
Report of a fractured line.

Manufacturer narrative:
The complainant reported that the catheter was leaking, and it was removed on (B)(6) 2024. No information was provided about any patient impact associated with the leaking catheter. The line was returned to avi on 13 january 2025. Two large/severe kinks were found at 7cm and 10cm. The kink at 7cm was ruptured. The 10cm kink did not rupture, but part of the wall was perforated. The two kinks formed a z-shape. A thrombotic occlusion was found from the tip (46cm) to a minor kink at 39cm. The full occlusion was 7cm long. Minor kinks were found near the tip at 40cm, 39cm, and 35.5cm. Under microscopic evaluation, the 7cm rupture shows evidence that the catheter walls stretched due to internal pressure causing the rupture. The review of the lot history record did not identify any nonconformances related to catheter production. The break in the line was confirmed, but a root cause could not be determined.